Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide,  model: ust400,  17845-5a-aw rev b 09/17.  Checking your blood glucose,  chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with mellitus hyperglycemia. The patient's blood glucose levels reached 398 mg/dl while wearing the pod between 4 and 24 hours. Patient reportedly fainted while at a restaurant and was taken to the emergency room (ER). The patient was treated with saline drip (4 bags) and rocephin antibiotic. The patient was released (36 hours later) after receiving blood pressure clearance from the doctor; she was provided humalog and lantis insulin, to be used as needed. Patient also reported being on an antibiotic (macrobid) for a recently diagnosed urinary tract infection. The patient's blood glucose and insulin history are as follows: (B)(6). Patient also reported being on an antibiotic (macrobid) for a recently diagnosed urinary tract infection. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.